Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date monitor: 2/24/2015, belt: 10/13/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 2:20 am, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. It was reported that the patient's passing was cardiac related. It was reported that the patient's nurse was present at the time of the patient passing. It was reported that the patient was sleeping when the device began alarming. The patient was on hospital telemetry and the patient's doctor and hospital staff performed resuscitation efforts. Per clinical review of the available ECG data, the device was started up at 15:21:49 on (B)(6) 2019. The device detected asystole at 02:37:34 with rb use, while the patient was in an idioventricular rhythm at 60 bpm with CPR artifact. The patient was in bradycardia at 40 bpm with CPR artifact transitioning to sinus rhythm at 90 bpm with pvc's degrading to ventricular tachycardia (vt) from 130 bpm to 170 bpm self-converting to an idioventricular rhythm at 60 bpm with pvc's and motion artifact. The patient's heart rhythm then transitioning to non-sustained ventricular tachycardia at 120 bpm. The patient's heart rhythm then transitions to vt at 140 bpm transitioning to sinus rhythm at 60 bpm with CPR artifact. The patient's heart rhythm further degrades to vf with CPR artifact intermittently. The patient's heart rhythm then transitions again to idioventricular rhythm at 60 bpm from approximately 02:07:21 until the device was shut down at 02:38:01 on (B)(6) 2019. The patient's physician prescribed treatment thresholds were 150 bpm for vt and 200 bpm for vf. Heart rate below the patient's physician prescribed threshold for treatment and that the vt self-converted to a slower rhythm prevented the lifevest from delivering a treatment while the patient was in vt. CPR artifact prevented the lifevest from treating the patient while the patient was seen in vf. The patient was reportedly in the hospital and under medical care at the time of passing. It was reported that hospital staff performed resuscitation efforts. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.